Event description:
It was reported the customer had an absence of no delivery alarms. Customer stated they did not know insulin was not being delivered to their body, causing them to be hospitalized for diabetic ketoacidosis. Customer stated their blood glucose rose to 415 mg/dl. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was unknown. Customer was treated with an insulin drip at the hospital. The customer also reported a bent cannula on their infusion set. The customer declined troubleshoot for the insulin pump and requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lilp and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.